Event description:
Add'l info received 9/7/99: it was concluded that the battery depletion and loss of telemetry were secondary effects of overstress failure in the high voltage hybrid. Lab analysis of the device confirmed the device had reset as a result of the overstress failure in the high voltage hybrid.